Manufacturer narrative:
Reported event: an event regarding disassociation and wear involving an unknown accolade stem was reported. The event was confirmed by clinician review and visual inspection of the device through the image provided. Method & results: product evaluation and results: the device was not returned. Visual inspection of the received intra-op image of the device noted the stem trunnion to be worn. Dimensional, functional and material analysis were not performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: 04/19/2021: stryker pi report. Undated/unlabeled: ap pelvis x-ray, one hip with stable accolade ii stem and large head and apparent trident cup with screw, cup is not medialized, no other abn, other side with tmzf accolade lateral cup with one screw not clearly in pelvis, the large head is disassociated from the stem and the trunnion looks worn. Undated/unlabeled: lateral hip x-ray. Head disassociated from stem. No obvious abn in cup. Event confirmation: the event was confirmed. There was a head disassociation from the stem and what appeared to be significant trunnion wear. The revision was not confirmed but was clearly indicated. Root cause: the root cause cannot be determined without additional medical records, the lot numbers of the implants and perhaps the explants. It is likely that this case was associated with the lfit head trunnion recall. Product history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusions: the reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. The event was confirmed through visual inspection of the image provided and by clinician review. Visual inspection of the received intra-op image of the device noted the stem trunnion to be worn. A review of the provided medical records by a clinical consultant stated the following comment: 04/19/2021: stryker pi report. Undated/unlabeled: ap pelvis x-ray, one hip with stable accolade ii stem and large head and apparent trident cup with screw, cup is not medialized, no other abn, other side with tmzf accolade lateral cup with one screw not clearly in pelvis, the large head is disassociated from the stem and the trunnion looks worn. Undated/unlabeled: lateral hip x-ray. Head disassociated from stem. No obvious abn in cup. Event confirmation: the event was confirmed. There was a head disassociation from the stem and what appeared to be significant trunnion wear. The revision was not confirmed but was clearly indicated. Root cause: the root cause cannot be determined without additional medical records, the lot numbers of the implants and perhaps the explants. It is likely that this case was associated with the lfit head trunnion recall. But the root cause could not be determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as returned devices are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Right hip revision for femoral head disassociation. All components removed and replaced with [competitor] implants.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Right hip revision for femoral head disassociation. All components removed and replaced with [competitor] implants.